Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the lead exhibited high impedance upon implanting the lead. Intermittent capture and sensing issue was also noted. Same results were observed upon lead repositioning. The lead was not used. A new lead was implanted. The patient was stable post procedure.